Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called without the patient present. Rep reports patient reached out to her, as he is having difficulty with his controller recharging his ins. Rep reports when patient's rtm is plugged in, everything works "normally", however when the recharger antenna is unplugged, the controller gets an error message 16. "No device found, try to reconnect". Rep reports she confirmed that the patient's hands aren't blocking the controller. Rep states patient recently received a new rtm. Rep also reports she is meeting with the patient tomorrow. Technical services specialist (tss) reviewed using closer proximity, assessing the connection with the pins into the controller, as well as bringing a spare controller and rtm to the appointment for troubleshooti ng. Rep plans to call back if needed once with the patient.  Rep reports patient was using a single program for a long time and recently started getting an error code stating "settings not available, cannot get desired intensity" when increasing intensity. Rep had patient decrease to zero on all programs, however certain programs wouldn't allow him to increase back up. Rep plans to meet with patient tomorrow to re-program. Tss reviewed looking into impedances upon meeting with patient. No additional information was provided at the time of call. A response was received from manufactures representative regarding patient's complaint. Rep reports patient's device would charge normally but would say ¿no device found¿ when the recharge was not connected (1). Patient has two remotes for traveling purposes, battery can only be paired wirelessly to one remote at a time. Issue resolved. When patient increased stim, the screen would display ¿cannot provide desired intensity setting¿. Patient had a contact with a high impedance. Cs met with patient to reprogram the device. Rep tested with two remotes, repaired with each remote. Impedances were checked for number 2. The issues were resolved. A response was received from a manufactures representative regarding patient's complaint. Rep reports the high impedance from contact 10- 32370 and from contact 11- 40000. Rep set up new programs for the patient. Also, patient had foot surgery a few weeks before he starting noticing a change in his device. Rep programmed around contacts 10 and 11 and the issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.